Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent excision and repair of exposed mesh in posterior wall of the vagina upper two thirds on (B)(6) 2013, due to exposed mesh in the posterior wall of the vagina s/p mesh surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to urinary incontinence and rectocele. (B)(6).

Manufacturer narrative:
It has been reported that following insertion the patient experienced vaginal discharges. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced vaginal discharges.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07780 and 2210968-2012-07783. The same patient is represented in each medwatch.